Event description:
A philips repair bench technician reported that the pads ECG waveform was not being recognized. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.